Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's finance reported via phone call that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of the incident. The customer also went low while at the hospital. The customer was given lantus to treat the high. The customer experienced symptoms such as vomiting and disorientation. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.